Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. Device manufacturing date is not available at the time of this filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that em mode was not available on the system. There was no patient impact as this issue was observed outside of a procedure.

Manufacturer narrative:
Correction: a manufacturer representative stated that they were first notified of this event on (B)(6) 2018. Facility name and address updated to proper value. Additional information: initial reporter name was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that there was a temporary bad connection. To resolve the issue, internal cleaning work was performed for connection.

Manufacturer narrative:
Correction: fdam and fdar codes provided. If information is provided in the future, a supplemental report will be issued.